Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in an endoscopic colonoscopy, the device was unable to fire and unable to squeeze the handle. They tried again but the device cannot be fired. They replaced the product to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Additional information: section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.